Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6); product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n: (B)(6) revealed that the patient's complaint was confirmed. The device led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they were seeing scrolling battery lights on recharger starting yesterday. Patient said when they take the recharger off the dock, there were no lights at all and it was unresponsive. Patient said this was random and the recharger did not have any known physical damage. When initially asked for event date, patient answered by saying "for a while now," but that it was only once in a while. When asked to confirm they were still talking about the scrolling lights, patient said no, they were talking about occasionally having a hard time getting recharger to connect to ins, but that eventually they were always able to connect. Patient did clarify yesterday as event date for scrolling lights. Patient said they tried resetting recharger, but it was not successful. Patient said they were now a week overdue for recharging since they were out of town. Agent suggested replacing recharger and requested replacement from repair with expedited shipping. Once the patient received a new replacement wireless recharger, they called back on 2025-nov-04 and were able to successfully connect. Patient started implant charging session. Implant battery was at 30% and therapy was on.